Event description:
A nurse reported during a vitreo-retinal surgery, the product was obstructed. After the product was replaced, the surgery was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).